Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced dyspnea and fatigue related to their implantable pulse generator (ipg). Additionally, the patient stated that the implantable pulse generator (ipg) sensitivity had been reprogrammed. Follow-up was conducted to obtain information on the patient and whether the episode was related to the device. It was determined that the patient had not had a device check performed since the event and the symptoms could not be dissociated from the device. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported through additional follow-up received from the clinic, that the patient had a device check performed, the device was reprogrammed during the device check for optimization, and the patient's reported symptoms were not related to a device malfunction.